Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the mitraclip was advanced within the procedure when it was identified that one of the grippers would not descend. Troubleshooting was performed unsuccessfully. The clip was removed from the patient and a replacement mitraclip was selected. The replacement mitraclip was implanted successfully. The procedure was discontinued, the final mr was reduced. There were no adverse patient effects or clinically significant delays.